Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high rate non-sustained episodes. In addition, noise was noted on episodes that was consistent with lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.